Event description:
The pt had multiple side effects. The pt couldn't sleep at night. His voice was better with the implantable neurostimulator (ins) off; his speech was worse when it was turned back on. The pt had freezing with falls approx 3-4 times per day. He had a shocking or electricity type feeling in the back right of his head. He couldn't walk backwards until the ins was turned off. The pt "feels good" with the ins off. It was also noted that the pt had anxiety but they questioned whether or not it might be medication related. Impedance readings were checked and noted to be high; >4,000 ohms on 0&1, 0&3, and 1&3 (left side) and 4&5, 4&6, 4&7, and 5&7 (right side). An MRI was performed without event and the pt went home; the reason for the MRI was unspecified. Approx 3 weeks later, the pt experienced a loss of therapeutic effect. The pt felt that the ins was off because his symptoms had returned. The pt was unable to adjust the stimulation with the pt programmer. All lights on the pt programmer were blinking. The pt was going to insert a new 9v battery into the pt programmer. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).